Event description:
Customer reportedly obtained results of 602 mg/dl and 178 mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment rec'd. Device numeric reading range is 10 mg/dl to 600 mg/dl. Result of 602 mg/dl was not found in device memory. No valid quality controls were used. Requested return of suspect device and replacement was sent.